Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. Another like device was used to complete the procedure. There was no pt consequence.